Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device exhibited worsening heart failure due to a lack of biventricular pacing. The condition was corrected with system reprogramming, to include setting the automatic threshold measurement to off. The device remains implanted and in service.